Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and clear residue on lens. Corrected data: conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm and patients with keratoconus eye. (B)(4).